Event description:
Pt reported the infusion device does not function as intended. The infusion device produced a sound, but there were no errors or alerts on the display. Pt attempted to deliver a bolus but realized none of the buttons on the infusion device worked. She switched to the backup infusion device, and when she tried to turn on the primary infusion device again, an e8 power interrupt error appeared on the display. She changed the battery 2 times but the error message would not clear. The infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.